Event description:
It was reported that, after a tha surgery had been performed, the patient experienced an unspecified condition. A revision surgery was performed to explant the worn femoral head and the insert. The patient outcome is unknown.

Manufacturer narrative:
T was reported that a revision surgery was performed to explant a worn femoral head and polarcup xlpe insert (75018955). The devices used in treatment were returned for investigation. The reported failure mode could be confirmed upon visual inspection. The xlpe insert shows nicks, scratches and wear marks from use, implantation and extraction. The provided images were reviewed during medical investigation. The images appear to show eccentric head positioning within the cup, which is consistent with the reason for revision. The patient impact beyond the reported wear and subsequent revision could not be determined, although the patient was reportedly ¿doing fine¿. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no other complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU (lit. No. 12.23 ed. 07/10) identifies "wear and loosening" as a known risk factor in combination with a hip arthroplasty. Based on the conducted investigation the root cause is attributed to a wear problem. There is no indication that the device failed to match specification at the time of manufacturing. Therefore, the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the polarcup xlpe inserts for similar issues. The returned device will be retained.